Manufacturer narrative:
Device used for treatment, not diagnosis. Patient age & weight not provided for reporting. Additional product code: hwc. (B)(4). Device is not expected to be returned for manufacturer review/investigation. Product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a trochanteric fixation nail (tfn) broke postoperatively at the blade insertion hole and a non-union. The broken implant was removed and patient was revised with a locking proximal femoral plate. There were no fragments generated and no unanticipated x-rays taken. The revision procedure was completed successfully with no delay in surgery. This complaint involves one devices. Concomitant devices reported: helical blade (part # 456.304s, lot # unknown, quantity 1). Locking screw (part # 458.942s, lot # unknown, quantity 1). Locking screw (part # 458.946s, lot # unknown, quantity 1). This report is 1 of 1 for (B)(4).